Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. No futher information could be obtained regarding this event.

Event description:
It was discovered after a review of a medical article that a patient had experienced left retro-orbital pain, a subjective fever and chills,and nasal congestion with associated discharge post operatively.